Manufacturer narrative:
Analysis was performed by feilds service engineer, the monitor was checked and there was issues. The alarms were manually disabled. Investigation is still ongoing pending further review of the logs. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the monitor that the device did not generate an alarm for hypotension. The patient was then transferred to another hospital ward. The customer requested assistance determining if there was a device malfunction or a use error by nursing staff. The device was in clinical use at time of event, adverse event was reported.

Manufacturer narrative:
The technical consultant (tc) reviewed the logs (alarm settings) with the customer biomed. It was determined that the vt tachy alarm were visible and turned off by the user, which prevented the alarm from being generated. The patient was transferred to another ward, not ICU, and the patient outcome was not provided.